Event description:
Pt has history of multiple spinal fusions. Was status-post placement of pump and intrathecal catheter placement for pain meds. Pump apparently malfunctioned and had not worked for some time. Product removed from pt's back as a nonfunctional pain pump, possible recurrent infection, and painful pump site. Time was 1324, 2009, the product was removed.